Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: unknown. Reported stiff to open, retrieved specimen and upon removal the white connector broke apart and came off which led to wires coming out. Patient status: patient is fine, and completely unaffected. Type of intervention: ni.

Event description:
Name of procedure being performed: unknown. Reported stiff to open, retrieved specimen and upon removal the white connector broke apart and came off which led to wires coming out. Patient status: patient is fine, and completely unaffected. Type of intervention: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience of a detached support could not be confirmed. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause based on the description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.